Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-stop button to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that repeated recoverable error 31055 occurred. The tse confirmed error 31055 pointing to the e-stop on surgeon side console (ssc) 2, and the error was recovered six times. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer stopped using ssc 2 and used ssc 1 to complete the procedure.